Event description:
Boston scientific received information that during a routine device interrogation it was noted that the left ventricular (lv) lead and defibrillator exhibited an increase in pacing impedance measurement from 900 ohms to greater than 2000 ohms. At this time the physician opted to monitor the patient. No adverse patient effects were reported.

Event description:
Additional information was received that the left ventricular (lv) lead was surgically abandoned due to continued high out of range pacing impedance measurements of greater than 2000 ohms along with high threshold measurement. The cardiac resynchronization therapy defibrillator (crt-d) remained in service. No additional adverse patient effects were reported.

Manufacturer narrative:
(B)(4). No additional information is currently available. If additional information becomes available, the event will be updated.